Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A manufacturing and quality control review was performed for device wb91051w with lot number 14147w130004. There is no non-conformity associated with this device with respect to the described issues. The DHR (device history record) review showed that the device was manufactured according to valid instructions and met all specifications. The occurrence of error message e433 was reported. However, during the inspection , the reported error could not be reproduced. In this case, one of the temporary errors mentioned in the technical cause may be the cause of the error message. Additionally, evaluation of the device reported ¿cracks¿ on the front panel. Furthermore, it was reported that the top cover was deformed and there was corrosion on the output ports. These are mostly normal signs of use and will not be discussed in the remainder of this report. It should be noted that the inspection also showed that screws and washers were not in place and screws were deformed. In this case, it must be assumed that the product was tampered with by a third party. Olympus is not responsible for any third-party intervention and the resulting damage. Olympus advises that repairs should only be carried out by olympus or authorized technicians. For these reasons, these defects will not be discussed in the remainder of this report. The following below described causes of the phenomenon: error e433: error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). Front panel: cracks in esg-400 front panel as an insufficient test in the verification phase. This does not reflect the actual usage behavior. As a result, the known damage to the front panel occurs in the field due to the use of cleaning agents and/or disinfectants. Error message e433 and front panel: any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU (instruction for use), a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at (B)(4) service site. Functional evaluation found the reported issue of error e433 was not able to be duplicated however, review of fault log found error e433 showed 6 (six) times. Since error e433 did not occur as a continuous and endless rebooting cycle and was not duplicated there is no permanent damage to the unit. Error e433 can be caused by the following non-intended use scenarios: metal-to-metal sparking, and simultaneous use of two hf (high frequency) surgical generators. Metal to metal sparking: do not bring the tip of the hf instrument close to a metal clip or other accessories. The tissue around the metal clip or the hf instrument may be burned. Simultaneous use of two hf surgical generators: if the electrosurgical generator is used in conjunction with another electrosurgical generator, never use both generators simultaneously. Keep the hf instruments connected to the not-used electrosurgical generator away from the target area while the other generator is in operation. Do not activate both generators simultaneously. Patient or user injury may occur due to the concentration of electric current. Error e433 may also be caused by a faulty footswitch. The customer did not send in their footswitch for testing. Unrelated to the reported issue, the following were observed on the housing unit. Cracked front panel, 5 missing screws, 2 deformed screws, 2 missing lockwashers, deformed top cover, corrosion on output ports. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the esg-400 has an e433 error, internal hardware failure on boot up. The issue occurred during device maintenance. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Customer updates on event reported : the issue found during routine maintenance of the device. Customer confirmed no patient involvement, no user injury. Customer stated that the footswitch was tested on another unit and no problem noted. Customer stated she was informed to only return the generator. Customer stated that the footswitch is functional and currently is in use with another unit. No further information provided.